Event description:
It was reported, the patient was admitted to the hospital on (B)(6) 2024 for lung cancer, and on (B)(6) 2024, he underwent PICC catheterization under the guidance of color ultrasound, and the PICC catheter could be left in the patient's body for one year. On (B)(6) 2025, the patient was re-admitted to the hospital, and during the treatment period, it was found that the catheter was not smooth and extravasation of drugs occurred; on (B)(6) 2025, the catheter was removed after communicating with the patient, and it was found that the middle end of the catheter was fractured, which affected the patient's treatment and aggravated the cancer patient's psychological burden. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information on may 28th: the catheter did not break, was not left in the body, did not cause tissue damage, and the patient's treatment course was completed without the insertion of another tube.